Manufacturer narrative:
Updated data: b5 medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. The previously reported 29 mm core valve evolut pro plus valve was not implanted and was reported in error. No valve-in-valve occurred for this patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the previously reported 29 mm core valve evolut pro plus valve was not implanted and was reported in error. No valve-in-valve occurred for this patient.

Manufacturer narrative:
This event was previously reported in 2025587-2023-05133; however, it was reported that the first valve (29 mm core valve evolut pro plus) was never implanted and confirmed during imaging that only the evolut fx valve was implanted. This event going forward will only be reported on this evolut fx valve with serial number (B)(6) in 2025587-2024-03139. There is no reportable event associated with the 29 mm core valve evolut pro plus. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated thrombus was identified within the native noncoronary and right coronary cusp sin uses.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (29 mm core valve evolut pro plus), the baseline transthoracic echocardiogram (tte) showed a mean gradient across the native valve of 23.5 millimeters of mercury (mmhg), at an unknown time following the implant of this transcatheter bioprosthetic valve (29 mm core valve evolut pro plus) a second transcatheter bioprosthetic valve (evolutfx-29 sn ( B)(6)) was implanted valve-in-valve. The valve was placed at 8 millimeters (mm) on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). 10 days following the implant of the valve, aspirin was administered for preventative care for the prevention of clots on the new valve. The 30-day routine follow-up appointment was performed 42 days following the valve implant procedure. Tte showed an increase in the gradient was identified. The peak aortic gradient was 32.6 mmhg and the mean transvalvular gradient was 21.0 mmhg. The doppler velocity index (dvi) was 0.39. The aortic valve area (ava)was 1.94 square centimeters (cm2) using a left ventricular outflow tract (lvot) diameter of 2.52 cm. The indexed stroke volume was 49.4 milliliter per square meter (ml/m²). The aortic valve was noted to be sitting well. There was trace paravalvular leak (pvl). No treatment was reported. Eight days later device thrombus was identified. Oral anticoagulation was administered and the thrombus resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 22-aug-2025, UDI#: (B)(4); concomitant devices: product ID d-evolutfx-2329; product type: 0195-heart valves; lot number: 0011821337 product ID l-evolutfx-2329; product type: 0195-heart valves; lot number: 0011854954 h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.